Event description:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating an ECG unrecognised cable message. The device was in use during this event; however, there was no patient impact or health consequence.